Manufacturer narrative:
(B)(4) the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a n obtryx halo system was used during a hysterectomy and bladder repair procedure performed on (B)(6) 2010. According to the complainant, after the procedure, the patient experienced complications such as pelvic pain and discomfort, bleeding during intercourse and bladder infection and was treated with nitrofurantoin mcr..